Event description:
The facility reported an infusion pump that keeps turning itself off. Info was not provided regarding whether or not the failure code occurred during an infusion. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming.